Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected pump error alarms, no alarms noted during testing. No unexpected low battery alerts noted during testing or in the format history file. The power management graph was not in specification. Unexpected power loss alarm was present in the long trace file, multiple pump error 25 alarms (power error detected) were present in the format history file, multiple replace battery alerts were present in the long trace file and pump error 25 was triggered when the lithium backup battery was less than 3.50 volts for 240 consecutive minutes as indicated in the power management graph indicated connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. No battery cap received with unit. Unit received with cracked battery tube threads and cracked battery tube area. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received a power loss alarm. The insulin pump was not alarming at the time of the call. The insulin pump had not been recently stored, in use for an extended period of time, or without battery for greater than 10 minutes. They did not receive multiple power loss alarms when the batteries were out of the insulin pump less than 10 minutes. They were advised to monitor the insulin pump. The customer had experienced a low blood glucose level of 62 mg/dl. They declined troubleshooting for the low blood glucose. The caller also reported that they had a low battery alarm. The caller also reported that there was a crack on the battery compartment. The damage occurred when they were screwing the battery cap. They were advised the device would be replaced and agreed to return product for analysis.